Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the front case with keypad replaced due to unresponsive keypad causing customer stated problem. As found software version (B)(4), as left software version (B)(4). Battery pack replaced due to missing battery. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/22/2014 to present date 01/05/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on or off. The device is dead. No additional information was provided. There was no patient involvement.